Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6), 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in the colon during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the physicians reported that the snare does not work properly. They stated that they do not cut through all the way and they have to try repeatedly. Once it did cut through and the polyp stuck and won't release from the snare. Although the procedure was reported to be completed, it was not reported how it was completed. The patient's current condition is unavailable per customer.